Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that #24 and 25 are lower than the other teeth and there are gaps between them. This is a contraindicated patient for bridge, crown and impacted teeth.